Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump alarmed system error 322 and system error 345. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "error 322" was reproduced. A review of the event history log revealed "system error 322 - link switch error (low)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty lower auxiliary. The lower auxiliary required to be replaced to correct the reported problem. During functional testing, the reported problem "error 345" was reproduced. A review of the event history log revealed "system error 345 -thermistor disparity" messages. The cause of the condition was the faulty ultrasonic sensor. The ultrasonic sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.